Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the device clogged by a brown-colored deposit. This condition found to be due to (handling , insufficient cleaning issue ). The reported issue " device clogged" was confirmed. Additionally, the following defects were identified during device inspection: a-rubber glue (bending section ) found separated. Angulations are out of specification . The air leak inspection did not show any water leakages. Technical evaluation has identified the specified fault/customer reported issue. A solid material, which seems to look like debris from the patient body that could not be removed was clogging the nozzle. This was found during the incoming inspection but without detrimental deformation of the hose of the nozzle. The replacement of the nozzle unit, the a-rubber, and an angulation wire adjustment are required as a minor repair to return the instrument to the original equipment manufacturer (OEM) specification. In regards to the aforementioned foreign material found in the nozzle, service repair inspection noted that , likely the foreign material found have accumulated and clogged during the procedure or reprocessing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of clogged device, does not go through the machine. Customer in addition noted " cds, test watertigtness ok". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the brown foreign material was human origin. A final root cause of the clogged air/water nozzle was unable to be identified. The following is included in the instructions for the use: ¿operation manual_ preparation and inspection: inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Reprocessing manual_precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories-flush the air/water channel with detergent solution: remove detergent solution from all channels. Rinsing the endoscope and accessories following disinfection.¿ olympus will continue to monitor field performance for this device.